Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation /right fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included benign ovarian cyst, adnexa uteri cyst, perineal pain and urinary tract infection. In (B)(6) of 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding /heavy bleeding /heaving bleeding"), pelvic pain ("pain /daily pelvic pain /chronic pelvic pain"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("swelling /swelling of abdomen"), herpes zoster ("shingles"), tremor ("shaking"), peripheral swelling ("swelling of feet and legs"), procedural pain ("two days post op and feeling a little sore") and flatulence ("tummy still full of air"). The patient was treated with ibuprofen, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride; paracetamol (percocet) and surgery (robotic assisted hysterectomy (leaving only ovaries) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, headache, abdominal distension, herpes zoster, tremor, peripheral swelling, procedural pain and flatulence outcome was unknown. The reporter considered abdominal distension, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, headache, herpes zoster, pelvic pain, peripheral swelling, procedural pain and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information, events: "feeling a little sore, tummy still full of air" were newly added.seriousness criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation /right fallopian tube perforation") and genital haemorrhage ("bleeding /heavy bleeding /heaving bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included benign ovarian cyst, adnexa uteri cyst, perineal pain and urinary tract infection. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /daily pelvic pain /chronic pelvic pain"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("swelling /swelling of abdomen"), (B)(6), tremor ("shaking") and peripheral swelling ("swelling of feet and legs"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet) and surgery (robotic assisted hysterectomy (leaving only ovaries) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, headache, abdominal distension, (B)(6), tremor and peripheral swelling outcome was unknown. The reporter considered abdominal distension, fallopian tube perforation, fatigue, genital haemorrhage, headache, (B)(6), pelvic pain, peripheral swelling and tremor to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation /right fallopian tube perforation") and genital haemorrhage ("bleeding /heavy bleeding /heaving bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included benign ovarian cyst, adnexa uteri cyst, perineal pain and urinary tract infection. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /daily pelvic pain /chronic pelvic pain"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("swelling /swelling of abdomen"), herpes zoster ("shingles"), tremor ("shaking") and peripheral swelling ("swelling of feet and legs"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet) and surgery (robotic assisted hysterectomy (leaving only ovaries) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, headache, abdominal distension, herpes zoster, tremor and peripheral swelling outcome was unknown. The reporter considered abdominal distension, fallopian tube perforation, fatigue, genital haemorrhage, headache, herpes zoster, pelvic pain, peripheral swelling and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.